Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement freestyle libre sensor. The replacement device was issued as customer had reported prematurely sensor detachment. Due to delivery delay, customer reported being unable to monitor glucose with sensor, and became dizzy, collapsed, and experienced seizure and loss of consciousness. The customer was treated with glucose gel by a third-party, then provided orange juice after re-gaining consciousness. There was no report of death or permanent injury associated with this event.